Event description:
The customer reported that the device showed a therapy knob error message while conducting op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.